Manufacturer narrative:
A request was made for the article author to provide the model and serial numbers for the lead involved; however, no additional information was received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article that the patient implanted with this right ventricular (rv) lead presented to the emergency department with new-onset profound weakness. Initial interrogation of the implanted device showed acceptable pacing threshold and impedance measurements, but the device was pacing below the programmed lower rate limit. Further evaluation found this rv lead was oversensing atrial activity, resulting in pacing inhibition on the rv lead. An x-ray was performed, which showed the lead position was higher on the interventricular septum and the coil was near the tricuspid annulus. This lead position was likely causing the observed oversensing. The non-boston scientific device was reprogrammed, to adjust the r-wave sensitivity. This appeared to resolve the far-field oversensing. New defibrillation threshold (dft) testing was not performed due to the patient's current condition. It was noted at a later follow-up that the patient was now pacing in the rv 23%, compared to 8% before the reprogramming. The rv lead remains in service without further complications. No adverse patient effects were reported. Hajjaji, I. E., u. Jolly, et al. (2019). "When history is forgotten: old problems can become new ones again oversensing, when history is forgotten." Pacing clin electrophysiol.